Event description:
A conference abstract by c. Reilly, l. Doorley, t. Prendiville, and jj brady, ¿an unusual case of elevated troponin¿, clinical chemistry and laboratory medicine. 2026; 64(4):ea87-ea88. Doi: 10.1515/cclm-2026-0148., documented falsely elevated architect stat high sensitive troponin-I results for an 8 year old boy with palpitations and chest pain. The conference abstract noted an 8-year-old boy who was evaluated at his local hospital for episodes of palpitations and chest pain. The working diagnosis was myopericarditis. His architect stat high sensitive troponin-I results ranged from 20 to 106 ng/l from the initial admission and follow up over a 2-month period. The siemens atellica analyzer results ranged from 26.7 to 829 ng/l over a 3-month period. His troponin value rose to 487 ng/l despite normal cardiac examination and clinical findings. The sample was repeated with troponin-t on a roche analyzer which generated a normal result of <14 ng/l. The sample didn¿t dilute linearly, and peg precipitation had a recovery of 11.7%. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.